Event description:
During the implant procedure, the pulmonary artery was confirmed to be perforated via imaging. For the procedure, the physician performed a right heart catherization and then wired the left pulmonary artery with the guidewire through the swan. The physician then pulled the swan out leaving only the guidewire. Next, the physician went over the guidewire with the delivery catheter to the identify the target location of the sensor deployment and then deployed the sensor. The delivery catheter was then removed leaving only the guidewire. The physician then went back up with the swan over the guidewire. The guidewire was then removed through the swan leaving the swan in the left pulmonary artery. The sensor was then calibrated and the patient was sent to recovery where they started coughing up blood. The patient was noted to cough slightly during the implant while the delivery catheter was inserted, but no hemoptysis was noted at that time. The patient was intubated and was noted to be in a stable condition at that time. It was unknown when the perforation occurred and what caused it. The abbott representative reported that the clinicians were also considering removing a clot caused by the perforation and using a pulmonary blocker, however, no intervention was acted upon. The location of the clot was not identified as this was confounding from numerous clots related to bronchoscopy causing bleeding (and then clotting) that was unrelated to the cardiomems device. On (B)(6) 2022, the patient was empirically placed on venous to venous extracorporeal membrane oxygenation (vv ECMO). The hemoptysis did self-resolve after holding aspirin and plavix. Per the physician, "a very distal branch of the pulmonary artery within the third lung zone had a perforation likely related to the wire, not the cardiomems device itself. The rupture was not large enough to show extravasation on a pulmonary angiogram done by interventional pulmonology with intent of possible coiling the bleed. The patient had severe lung disease at baseline and did not tolerate clinically from a hypoxemia perspective hemoptysis prompting intubation and then venous to venous ECMO for severe hypoxemia. The bleeding tamponade off over 48 hrs. The patient ultimately suffered numerous complications from being in the ICU that was not related to the cardiomems device but was related to being intubated and on ECMO. She had ventilator associated pneumonia with sepsis, acute heart failure, severe critical illness myopathy and ultimately fulminant cdif." It was later reported that the patient passed away. It was noted that the cardiomems delivery catheter and sensor did not cause the patient's death. The implanting procedure (not the cardiomems devices itself) caused the hemoptysis that caused the patient to require intubation and then venous to venous ECMO. The hypoxemia resolved completely as the bleed resolved and the patient regained baseline lung function. However, the patient suffered numerous complications as a result of being in the ICU and was critically ill, including while the patient was intubated. The patient did have co-morbidities that were believed to have caused or contributed to the patient's death, including advanced heart failure, severe chronic lung disease, frailty, and ICU myopathy causing severe weakness. The ultimate cause of death written on the death certificate was not known and nor was the date of death. No performance issues were alleged against the cardiomems device.

Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, hemoptysis is a known inherent risk of sensor implantation.